Event description:
Mckinley medical (the manufacturer) has filed this report after becoming aware of a reportable event with an ambulatory infusion system. An electromechanical ambulantory infusion pump was returned to mckinley for service. At the time of the return, there was no report from the customer of a reportable event. During the functional check up, a mckinley medical service technician observed a reportable malfunction. The pump failed a delivery accuracy test.